Manufacturer narrative:
The customer complaint of tubing pulled apart could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A medwatch was received which stated, " the tubing was primed with saline and when the nurse went to put the IV tubing into the alaris pump, the tubing pulled apart". An incomplete event date of (B)(6) 2019 was provided.